Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was unknown. The customer declined troubleshooting and indicated that the air bubbles were in the reservoir and the tubing. Customer indicated that they had high blood glucose but did not provide the level. The product wil not be returned. No further details given.